Event description:
It was reported that the pt experienced a loss of therapeutic effect and no stimulation sensation following a replacement. Impedance measurements showed >4000 ohms readings on some of the bipolar pairs (all in combination with electrode #3). Further info was requested.

Manufacturer narrative:
(B) (4).